Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and confirmed the reported issue. The fse replaced the breath delivery (bd) printed circuit board (pcb) to resolve the malfunction.

Event description:
It was reported that during set up, a ventilator entered an inoperative condition. There was no patient involvement.